Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was destroyed by customer. No failure investigation could be performed.

Event description:
The customer reported that "the nurse was removing blood with a syringe via a maxplus clear. On removing the syringe from the maxplus clear the internal blue bung stayed in the depressed position. When it finally released the blood remaining in the bung sprayed into the eye of the nurse. The nurse is in the process of undergoing blood tests for infectious disease."